Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after changing infusion and cgm sites, during which the ilet was offline for sensor warm-up and the user¿s blood glucose rose to a reported peak of 340 mg/dl. Symptoms included no reported clinical effects such as dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no ketone testing, no use of backup therapy, and no need for assistance. Investigation included troubleshooting and education to perform a manual fingerstick, enter the value into the ilet, wait 20¿30 minutes, and verify that the new sensor was connected. Investigation of this case revealed that the cause of hyperglycemia was unclear, with a plausible contributing factor of automated insulin delivery being unavailable during cgm warm-up after simultaneous site changes. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.